Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the phacoemulsification (phaco) handpiece (hp) where the flow was blocked in and aspiration out causing a corneal burn to the patient. The surgeon could not recall the occlusion alarm as the burn occurred in one second when the hp was introduced into the eye and was instantly removed. The burn did result in a would gap and temporary sutures were placed in order to irrigate and aspirate cortex. Six sutures were required at the end of the case to close the wound. There was a large amount of astigmatism as descemet's folds and poor retinal reflex. Further treatment may be required after the wound has settled. Additional information was requested and received.